Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm2) for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported event. All functional testing passed, and no abnormal behavior was observed. The event was confirmed based on error log review; however the issue was not able to be replicated during in-house testing.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the remote arm controller and the master tool manipulator (mtm2). Rac: the unit was analyzed and mtmr did not complete homing was found indicating the fault confirming the fault occurred in the field. Visual inspection, no issues were found that are related to the report issue. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles & sitting idle for 1hrs. After testing 10x cycles once the testing was completed, the system work good no issues. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the system console#2 mtmr did not complete homing after power cycle and error was received. The site disconnect console 2 and were continuing with case as a single console setup. The procedure was completed with no reported injury.